Manufacturer narrative:
The device was evaluated and the trigger assembly was replaced, and the device was returned to the customer.

Event description:
The device was returned to the MFR for repair and the service tech found that the trigger was sticky. There was no pt involvement or adverse consequences related to this event.